Event description:
It was reported to boston scientific corporation that the patient was implanted with a lynx suprapubic mid-urethral sling system during a procedure on (B)(6) 2012 at another, unknown hospital with an unknown physician. According to the complainant, post-procedure, the patient underwent a removal of the vaginal mesh due to erosion and for relief of urinary retention. During this explantation procedure, the second surgeon (name unknown) could see a band of polypropylene transvaginal tape coming through and kinking the proximal urethra, and opined that there had been a catheter-induced injury during the mesh implantation procedure. The surgeon entered the bladder and surveyed; there were no masses or lesions, and no evidence of any mesh erosion or extrusion. He divided the mesh and dissected out laterally to both the endopelvic fascia bilaterally, and noted that parts of the sling were missing from the previous urethrolysis. The physician then made a small "urethromy" where the sling was entering the urethra, and removed the mesh from inside the urethra. All other information is unknown and reportedly unavailable.